Event description:
Customer reported device and its base was melting. Customer was using dispatch wipes for cleaning. No treatment was given. A request was made for return product and replacement product was sent.